Event description:
It was reported that a catheter associated urinary tract infection was experienced at the facility. Additional information has been requested but not received.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed.